Manufacturer narrative:
(B)(4).the investigation for this device is ongoing. A supplemental report will be filed upon completion of the investigation.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported the right knee has joint instability, the patient required medical intervention. Based on the available information a revision has not been performed.